Event description:
While the doctor was taking the patella tendon graft with the tps saw, he noticed that it was not functioning properly. Upon inspection, it was noted that the blade attachment has broken. All pieces of the blade were retrieved. There was no harm to the patient.